Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: bi71000135, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the surgeon was driving the system and accidentally hit something. The breakable gantry cover was cracked. Unfortunately, his hand was injured from being caught in between the image acquisition system (ias) transport handle, and perhaps the wall behind him. It was noted that it was a very small or suite. No official complaints were made, and the surgeon was in good spirits despite the circumstance. The crack on the cover was immediately taped up, and the imaging system functioned without any issues, including mobility, 2d/3d imaging, all gantry movements and gantry opening/closing. There was no reported impact on patient outcome. Additional information was received stating that the type of procedure being performed was a deep brain stimulation. There was minimal delay to the procedure. The issue occurred pre-op/intraoperative, stereotaxy workflow, so the patient had a pre-op computed tomography (CT) but the actual operation didn¿t start yet when the event occurred. The event happened in the hallway where it is very tight, often there are equipment/beds lined up outside of the or room. The surgeon was trying to navigate the imaging system into the room and it was probably in a turning position. When they put their hand(s) on the transport handle they felt the system jolt which crushed their hand against the hallway wall. The manufacturer representative had noticed uneven flooring (perhaps mild slopes too) in parts of the or but unsure if that was the cause. The surgeon had significant cuts on one hand, and received stitches from a colleague in the or, no injury to the bones from the x-ray.